Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced endometrial atrophy, perimenopausal bleeding, dyspareunia, intermittent vaginal pain and vaginal mesh extrusion. The plaintiff also allegedly experienced erosion, urinary problems, recurrence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).